Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Upon follow up, computed tomography (CT) showed a type 3a endoleak. The physician elected to implant a bridge stent to seal the leak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient and were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, ballooning of the overlap, antiplatelet therapy, anticoagulation therapy, and the inability of the patient to tolerate contrast for follow up exams.